Event description:
It was reported that before using the bd vacutainer® serum blood collection tubes that the lid was loose on an unspecified amount of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received a photo for investigation, which shows an unopened shelf-pack along with its batch information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® serum blood collection tubes that the lid was loose on an unspecified amount of tubes. No patient impact reported